Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during drain 1. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The caregiver (cg) stated the hc displayed system error 2240 in the initial drain. The technical service representative (tsr) had the cg cycle the power on the hc. The hc displayed system error 2367. The tsr had the cg cycle the power on the hc again. The hc proceeded to "press go to start". The tsr had the cg start over with new supplies. (B)(4) contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated that the issue was resolved and the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per the hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she was doing fine and continuing therapy without issues.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).